Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely increased potassium result processed on the alinity c processing module for one patient. The result was not reported out but immediately repeated and the results were lower. The following data was provided on 12jan2023: initial result = 6.52 mmol/l repeat results = 5.14 and 5.13. Repeated on another alinity c = 5.08. Reference (normal) range for potassium = 3.5 to 5.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant potassium results generated on the alinity c processing module, serial number (B)(6) . Service inspected the instrument, performed multiple troubleshooting procedures, and determined the syringe valve, sample, r1, r2 (c-35017994-01 lot # 0319g) the likely cause of the discrepant results. Service replaced the syringe valve, sample, r1, r2, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac01907.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the syringe valve, sample, r1, r2 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the syringe valve, sample, r1, r2 was identified.